Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the "pump really never worked well." The pt experienced pain and numbness in her bilateral lower extremities. A CT scan was performed to rule out intrathecal granuloma, however, visualization of the tip of the catheter was difficult due to "scatter" from implanted neurostimulation system lead. Per reporter, unable to perform MRI due to neurostimulator. The pt requested removal of the drug delivery system. The pump contained morphine 20 mg/ml and bupivicaine 40 mg/ml. A follow-up report will be sent if additional information becomes available to us.